Event description:
A break in the retention dome during traction removal. The indwell time was 189 days.

Manufacturer narrative:
The complaint of the retention dome detaching during removal (separation of the dome and feeding tube) is confirmed, cause unk. Gross and microscopic examinations show the retention dome has completely separated from the od of the feeding tube. A chr is not possible, as no mfg lot number info has been provided by the complainant.